Manufacturer narrative:
It was reported that a shutdown occurred pre-operatively while loading images from pacs. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the shutdown of the device was due to a crash of rosanna_brain software during the load of images from pacs. It is a known design defect.

Event description:
On (B)(6) 2018 for rns surgery performed at (B)(6), the rosanna software crashed during importation of images from pacs pre-operatively. Rosanna crashed as the iq viewer program was opened. The robot was rebooted and functioned normally patient was not affected. No delay to the surgery occurred. Patient was not anesthetized.